Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the initial preparation stage, it was noted that the edge of the dilator was sharp and traumatic. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received at boston scientific laboratory. Visual inspection of the device found that the tip of the dilator was damaged prior to the removal of the dilator to proceed with further analysis. The dilator was examined under the microscope to closely inspect the damage. The dilator tip appeared to be torn, resulting in a non-smooth tip. Additionally, a streak was noted close to the dilator tip. The "manufacturing deficiency" conclusion code was selected for the allegation of "damaged/defective".

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the initial preparation stage, it was noted that the edge of the dilator was sharp and traumatic. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.